Event description:
Rptr received a result of "lo" before dosing glucose strip. A request was made for the return of the suspect device and replacement product was sent. No treatment was based on the "lo" result.